Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain one of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that they had disconnected from the set to use the bathroom, without using proper aseptic technique, and then reconnected. The patient was instructed to check the alarm log and the alarm was noted in the log. The technical services representative assisted the patient in clearing the alarm by cycling the power on the device and reviewed proper procedures with the patient. The patient was instructed to start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient disconnected from the setup without following proper disconnect procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.